Event description:
It was reported by service report that the trend was reading incorrectly and the footboard litter connector was damaged. No patient involvement or adverse consequences are reported.